Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be delayed or unavailable, if needed.